Event description:
The customer reported that the c-arm displayed a filament regulator error and would not produce an image during a litho procedure. Another c-arm was brought in to complete the procedure.

Manufacturer narrative:
(B) (4). The ge service rep replaced the tube and generator motherboard. He ran a filament cal and copied the file to a backup disk. The system is functioning properly. (B) (4) 06/17/2009.